Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reactivated. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced discomfort due to device placement. On (B)(6) 2017, the recipient's device was repositioned.